Event description:
Device history record was reviewed and nothing linked to the reported event was observed. Device log history shows several air alarms mainly when the door of the device was open by user, which is an expected alarm in this case. Data was insufficient to confirm the reported event. The reported device was received at infusystem and its repair was performed by their technical team. On start up, the device was intermittently alarming "air in line". The reported event was reproduced. Upon further investigation no part needed to be replaced as re-calibrating the air sensor solved the issue. To our knowledge no patient consequences have been reported. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Issues with air in line alarm.